Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. Customer called back due to another occlusion alarm occurring, however, the customer declined to troubleshoot the issue, therefore no additional information was obtained. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.